Event description:
It was reported that the cardiosave hybrid type b plug hybrid intra-aortic balloon pump (iabp) was not power on, evidence of fluid invasion. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.